Event description:
It was reported via edwards clinical trials that a patient with an implanted aortic bioprosthetic valve experienced an episode of atrial fibrillation, 25 days after the implant prodecure. As per the hospital records on (B)(6) 2012, "[the patient] was evaluated at valvular clinic and EKG showed atrial fibrillation which has been present since (B)(6) 2012 and cxr showed a new right sided pleural effusion. Echocardiagram showed a normally functioning prosthesis with normal left ventricular systolic function. He is admitted for further evaluation of right sided pleural effusion and atrial fibrillation, rate controlled." The patient's atrial fibrillation was rate controlled into normal sinus rhythm after cardioversion and the patient was discharged on (B)(6) 2012.

Manufacturer narrative:
Additional manufacturer narrative: no sample was returned because the device remains implanted. Atrial fibrillation (af) is a common arrhythmia in patients undergoing valve replacement. It is a common pre-existing condition, can be associated with the procedure, or can be a progression of the patient's disease at some point in the post-operative period. It is often transient and does not require intervention. In some cases, it can adversely affect cardiac output and will require intervention, particularly in patients with limited cardiac reserve. Although a well-recognized complication of heart surgery, it is typically not related to the device, but the procedure or underlying cardiac disease. Overall, the investigation results did not indicate a product quality deficiency during the manufacture of the device that may have contributed to this event.